Event description:
It was reported to medtronic minimed that the customer received pump error 15(the critical block and inverse critical block did not add to zero) and pump error 23(post-reset ram crc alarm). The customer reported blood glucose value of 321 mg/dl. The event involved product(s) mmt-1882. Troubleshooting was performed and the customer was able to clear error and complete rewind process. No further patient complications were reported. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1882.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and selftest no unexpected pump error 23 alarms during testing. No high bg anomalies noted during testing. Successfully downloaded history files and traces using thump. Pump errors 15 on 02/03/2025 03:59:09.000 followed by a pump error 23 on 02/03/2025 03:59:11.000 occurred. Per software r&d pump analysis, pump error 23 was the consequence of the pump error 15 since pump restarted without safe shutdown, possible hardware issue. The pump was cut open and moisture damage and corrosion were noted during visual inspection on all electronic assemblies. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, pillowing keypad overlay, and scratched case. Pump error 15 was confirmed due to moisture damage and corrosion on all electronic assemblies. High bg anomalies and pump error 23 were not confirmed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.